Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer blood glucose was 180 mg/dl and sensor glucose value was 130 mg/dl at the time of incident. The customer reported hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-7040pa, mmt-188l, unomedical, mmt- 332a. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 50 mg/dl and it is beyond 30% limit. Troubleshooting was declined for hyperglycemic event. It was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. Product return for mmt-7040pa was not expected. Product return for mmt-1884l was not expected. Product return for mmt-332a was not expected. Product return for unomedical was not expected.